Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified artery. A 2.00mm x 12mm nc emerge was advanced for post dilatation. However, during post procedure the balloon got caught in the calcified part of the lesion and it ruptured. The device was completely removed from the patient's body. The procedure was completed with a non bsc device. No complications were reported and the patient status was good.